Manufacturer narrative:
(B)(4). The device was received for evaluation. The returned unit was labeled for single use. Visual inspection revealed that both clamps were missing from the set. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that both clamps were missing from a y-type tur/bladder irrigation set. This was identified during priming. There was no patient involvement. No additional information is available.